Manufacturer narrative:
H3 analysis summary for mr8-ad03 s/n: (B)(6): evaluation of the device could not determine the reported problem of continues of run. It was also noted input bearings is detached, device sounds rough, drawn cup bearing and needle roller are both worn, wave washer is flattened, internal parts are extremely corroded, front housing is worn and laser markings faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis for pli-10 product ID# mr8-ad03 serial#(B)(6) no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. For pli-20 product ID# pss unknown tool, lot# unknown no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed date of notification 2024-may-28 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-ad03, serial/lot #: (B)(6), ubd:, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of during craniotomy device continues to run. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow up it was reported that there was no patient or staff impact, and no delay was reported.